Event description:
An ophthalmic technician reported that three years following intraocular lens (iol) implant surgery, a patient had been reporting constant blurry vision and glare at all distances. The patient underwent a yag capsulotomy eight months following the implant, but the symptoms persisted. The lens was exchanged for a different model.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken off gusset area (not returned). Loose fibers were on the optic and the optic was scratched and cracked, possibly from an instrument used to handle the lens. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional information was requested 03/27/2008 and 04/07/2008 by fax, mail and phone. A completed questionnaire has not been received.